Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead exhibited high capture threshold and high impedance measurement. The rv lead was capped and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.